Event description:
Low readings on licox monitor even when doing an fio2 challenge. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.